Event description:
User received alarm 20 during pumping, verified in pump history, indicating a cartridge alarm issue. No adverse impact to the customer¿s blood glucose level was reported, as no information about blood glucose was available. Tandem technical support decided to replace the pump, which was still under warranty, and provided instructions for returning the problematic pump using a pre-paid label and return box; however, the customer declined to share backup therapy information and refused goodwill cartridges.